Event description:
It was reported the pt experienced burning at the ipg site after suffering a recent fall. It was also reported after the fall, the pt's ipg was inoperable and the pt could no longer establish communication between her ipg and charger. In addition, the pt's programmer reflected a communication error. Subsequently, the pt underwent surgical intervention on (B)(6) 2014, where the ipg was removed and replaced. The pt is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.